Event description:
It was reported that after the patient's lead revision on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-12301], patient's l4 lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.